Manufacturer narrative:
Product event summary: it was reported that waist pack was damaged with the shoulder strap coming apart at the metal clip and the stitching on the battery holders coming undone. The waist pack (B)(4) was not returned for evaluation. A review of documentation records confirmed that the associated device met all requirements for release. The reported event could not be confirmed because the waist pack was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged straps and undone stitching can be attributed to wear and/or due to handling of the pack. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's waist pack was damaged/falling apart. The shoulder strap came apart at the metal clip and the stitching on the battery holders was coming undone. The waist pack was replaced. No patient complications have been reported as a result of this event.